Event description:
Ace harmonic (new) device kept giving an error code "relax blade pressure". Was able to finish case without patient incidence. Rep picked up device to send back for evaluation. No new device needed.